Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that a revision occurred. Both the implantable neurostimulator (ins) and the lead were replaced. Follow-up was performed to determine what the cause of the revision was, if any troubleshooting had occurred, and if the issue was resolved.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va0usvv, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# va0usvv, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The patient was implanted for bowel dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient's electrodes broke a while ago in (B)(6) 2015 and the patient had an implantable neurostimulator replacement on (B)(6) 2016. The representative later report that he was told the patient was not getting good relief . The hcp (healthcare provider) wanted to do a full revision. He was not given any additional information on the cause of revision, he did not have any additional information regarding what actions/interventions had been done prior to surgery.